Manufacturer narrative:
Testing and investigation were unable to confirm the reported inaccuracy. The device was returned without a pt pendant cable. It was tested with a known good cable. The pump passed performance verification testing along with short and long term delivery accuracy within product specification. The device history shows 1a display related malfunctions and 3a motor related malfunctions. The registered malfunctions from the history are not related to the reported event. The frequency of death or serious injury reports for overdelivery complaints of lifecare pca sets is approximately 1.99/million sets.

Event description:
The medication vial reportedly "emptied too soon." The pump was set to infuse meperidine 10mg/ml, specific pca dose not recalled, 10 minute patient lockout. The 30ml (300mg) vial was empty after just nine hours of infusion. A nurse reports, "there were only 13 demands over 24 hours and the medication vial should not have been empty." The nurse reviewed the previous shift totals and felt the numbers looked "strange." The patient did not experience any adverse effects. No additional information was available.